Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, multiple non-sustained ventricular oversensing episodes were observed. On (B)(6) 2017, the patient was brought into the clinic. Upon interrogation, the right ventricular lead exhibited increasing capture threshold. All other electrical measurements were normal. Programming change was made. The patient remained asymptomatic and would continue to be monitored.